Event description:
On 05/15/2009, the pt reported that she believes the infusion device is over-delivering insulin. She stated that she experienced low blood glucose on 2 occasions (dates not provided). On the first incident, her husband woke up at 3:30-4:00 am and found the pt "jerking around" and her blood glucose measured 46 mg/dl. The husband gave the pt a "shot" and within 15-20 mins she began to wake up and she was able to eat. Two hours later, her blood glucose measured 113-114 mg/dl. A few days later, the pt experienced low blood glucose again. Her husband did not test her blood glucose and they did not have any more shots. The paramedics were called and they tested her blood glucose as 56 mg/dl. She was given a shot and she was not taken to the hospital. The infusion device was replaced and requested to be returned for eval.